Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted for the treatment of bowel issues. The reason for the call was to obtain MRI guidelines, as they needed mris of their knees. They noted the device was not helping their symptoms. They did not feel stimulation and it did not help with their bowel incontinence. Their issue was not knowing when they needed to go. The patient said every once in a while, they would get "bad shocks in that area". They did not know if the ins was on or off and did not have the programmer with them at the time of the call. They stated they may call back for assistance when they had the programmer. The patient was redirected to their healthcare provider to further address the issue and to discuss removing the system.